Event description:
It was reported that, "during the tka, when the surgeon was clamping a ar femoral cutting guide with the fixation (towel) clamp, the tip of the clamp broke. The fragment was removed immediately."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.